Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system ((B)(4)) displayed a tcmid: 05 (coolant diif failure) message. Per reporter, it is not known when this issue occurred. There is no known patient consequence reported.